Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to high pacing lead impedance. No further information was available.

Event description:
New information states that, the high impedance was noted during a device check on (B)(6)2018. The patient was not symptomatic and was stable.